Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when trying to remove a k-wire from the patient after inserting vital mis screws intra-operatively, the tip of the wire fractured off. The tip remains embedded in the vertebral body but the patient is asymptomatic and there was no other patient or procedural impact.